Event description:
Reportedly, the smartview connect no longer reconnects to network. When a transmission or a synchronization is attempted, the screen displays "no network" and at the start "technical problem". The patient has no known network problems.

Manufacturer narrative:
Investigation summary: upon reception, the returned smartview connect was tested and the reported behavior was confirmed, since it was not possible to connect to the network. In-depth analysis revealed that the sim card was properly activated but without any network connection since 26 june 2023. Additional test revealed that with a reference sim card inserted in the smartview connect, the sim card was correctly read and network was available. The event occurred as a result of a inoperative sim card. It should be noted that no malfunction is suspected on the smartview connect application. This case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect no longer reconnects to network. When a transmission or a synchronization is attempted, the screen displays "no network" and at the start "technical problem". The patient has no known network problems.